Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: MFR# 0001825034-2018-00855. Concomitant medical products: modular head component 32mm, pn163667, ln899590, mlry-hd por fmrl 11x160mm, pn11-104111, ln953130. Reported event was confirmed by review of photographs of the explants, that show the liner cracked and broken, black debris noted on cocr head & poly liner. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised thirteen years post implantation due to liner wear. Attempts have been made and additional information on the reported event is unavailable.